Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event resulting in medical intervention that occurred on (B)(6) 2015. Patient reported that this was her first time using the continuous glucose monitor (cgm) device. Patient had just finished a sensor insertion and was in the 2 hour warm up period when her blood glucose (bg) reached 78mg/dl. Sensor session had not yet started. Patient reported that she passed out soon afterwards. Patient reported that she did not lose consciousness, but was unresponsive. Patient's fiance called 911. A loved one attempted to give the patient juice before the patient passed out. Patient was transported to the hospital by emergency medical technician's (emt). Patient does not know emt treated her. While at the hospital, patient had an EKG, urinalysis (ua), and blood work. Patient reported that she was diagnosed with pancreatitis the week prior so they are looking to see if the reported hypoglycemic event is related. Patient did not believe that she would be staying the night at the hospital because she was feeling fine. Additionally, patient reported that she takes medication, but was not able to provide any names at the time. At the time of contact, patient reported current condition as "good". No additional event or patient information is available. There was no alleged malfunction against the device. The complaint states that the patient experienced a hypoglycemic event on (B)(6) 2015, resulting in medical intervention. It should be noted that diabetes mellitus is a known cause of hypoglycemia.